Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 219724225 was returned and analyzed. Visual inspection of the mapping catheter showed the introducer was removed and the loop was kinked and ribbed, confirming the compatibility issue. In conclusion, the mapping catheter failed the returned product inspection due to a removed introducer and loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.